Event description:
Complaint stated that the mpc charger was not charging properly and caused the battery to explode. The battery was a smith & nephew device. The hosp returned both the charger and what was left of the battery.